Event description:
Customer discovered possible corneal dendritic ulcer at the one week post-op. An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. Patient had blurred vision and dull pain in the right eye. Patient experienced a loss of best corrected visual acuity. Pre-op bcva was 20/20 in both eyes. Post-op bcva was 20/25 in the right eye and 20/60 in the left eye. Femtosecond laser was not used to create the flap. Photorefractive keratectomy (prk) was performed.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.